Manufacturer narrative:
H10: the device was received for evaluation. The patient line luer and clamp of the amia set was all that was received and these were connected to a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clamp function, and clear passage testing were performed with no issues noted. The patient line luer met all manufacturing specifications and there were not any issues with the connection to the female connector of the transfer set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between patient line connector of an amia automated pd set with cassette and the female connector of a peritoneal dialysis (pd) transfer set. While attempting to disconnect from the patient line, it was observed that the female connector of the transfer set was stuck in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.